Event description:
It was reported that foreign matter was found on the bd plastipak¿ syringe needle. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "fm was found on the needle."

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 1cc, 12.7mm syringes. Customer states that fm was found on the needle. Both returned syringes were examined and one sample exhibited a piece of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. A review of the device history record was completed for batch # 1074339. All inspections and challenges were performed per the applicable operations qc specifications. The root cause for the fm cannot be determined due to a lack of evidence. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found on the bd plastipak¿ syringe needle. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "fm was found on the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.